Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulties with healing process on a part of the incision site. The patient's waistband was caught on an incision and old blood seeped heavily from the site. In addition, the incision was inspected and it was noted that it was healing but due to an abundance of old scar tissue, the healing would take longer. Upon follow-up, the patient informed that the incision had been dry and was no longer seeping fluids.